Event description:
It was reported the device had shifted. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45-day follow up it was noted via computed tomography (CT) imaging and transesophageal echocardiography (tee) that the device had shifted outside of the appendage. The device was removed percutaneously using a non-bsc grasping device (raptor snare). There were no patient complications and the patient was discharged the same day.

Event description:
It was reported the device had shifted. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45-day follow up it was noted via computed tomography (CT) imaging and transesophageal echocardiography (tee) that the device had shifted outside of the appendage. The device was removed percutaneously using a non-bsc grasping device (raptor snare). There were no patient complications and the patient was discharged the same day.

Manufacturer narrative:
Media evaluated: media from the clinical procedure was provided and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: procedural imaging appears to depict good position but cannot assess compression from day of procedure.